Event description:
It was reported that the md inserted the sheath and the iab while in the cath lab. After insertion, the md found that the iab was not inflating. Under fluoroscopy, the md saw that the iab was "in the aorta" and was not unwrapping. As a result, the iab was removed and another was successfully inserted. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.